Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hypoglycemia while on pump therapy, with sensor glucose about 70 mg/dl and falling after errands and before lunch; the user treated with 10¿15 g fast-acting carbohydrates per guidance, avoided announcing a meal until glucose stabilized, and later synchronized the app and corrected the pump date to ensure accurate event logging. Symptoms included hypoglycemia with an urgent low soon prediction and subsequent stabilization after treatment. Outcomes included successful recovery without medical intervention. Investigation included communication with the user, analysis of information provided by the user, and review of pump alerts and sensor behavior including expected sensor lag during rapid glucose changes. Investigation of this case revealed no findings available to indicate a device malfunction, and available information was insufficient to identify a specific device component issue or medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.